Event description:
It was reported there was no stimulation sensation. The patient had not felt stimulation for two weeks and they had had the device off. The patient had charged their device the previous night. Stimulator battery was confirmed as half charged and the stimulator was on. Patient increased stimulation but still did not feel any stimulation. Patient denied any falls or traumas. It was later reported the lead migrated. The plan was to schedule the patient for a lead revision but the surgery had not been scheduled as of the date of report. The patient status was noted as alive with no injury or adverse event. Patient symptoms included less than 50% therapy relief. Follow up reported the cause of the event was unknown. Surgical revision was noted. It was noted a thoracic MRI showed mild degenerative change at t6-t7 and a 2mm right paracentral disc protrusion. It was also noted there was a lumbar MRI that showed degenerative changes greatest at the l5-s1 area. Signs and symptoms included lower lumbar pain with pain referring into bilateral lower extremities. Tingling and numbness in lower bilateral extremities. The patient did not require hospitalization due to the event. Patient status was noted as non-serious injury/illness. The patient will have a lead revision.

Manufacturer narrative:
Concomitant products: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 3550-39, lot# n334551, implanted: (B)(6) 2012, product type accessory; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information received reported that the lead revision was performed on 2013-(B)(6). It was noted that two new leads were placed and old leads were removed. It was noted that the patient was now getting stimulation coverage to painful areas. Additional information received reported that the patient recovered without sequela and there was no patient injury.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of both anchors found that the titan anchor had separated. Analysis of the lead, serial number (B)(4), found no anomaly. Analysis of the lead, serial number (B)(4), found that the lead body conductor was broken at the titan anchor site. Analysis of both extensions found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.